Manufacturer narrative:
Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized due to car wreck. The customer's blood glucose was 29 mg/dl. The customer when to emergency room and was monitor for five hours til blood glucose level was 194 mg/dl then was released. The patient turn the insulin pump off and the patient's doctor removed the insulin pump an threshold suspend did not happened. No further information was reported.